Event description:
Hcp reported that after 1 month of service life the pump was returned for analysis because during double-blind randomized study pt was re-implanted (first implant in 2003) but again developed an infection leading to second explant of pumps and catheters.